Event description:
It was reported that the iab insertion was sheathless. The doctor was unable to remove the guide wire from the iab. The assembly was exchanged and doctor accessed opposite groin to complete procedure. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is completed.